Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to stress urinary incontinence, dysmenorrheal, dyspareunia, hypermenorrhea, pain, and eroded transvaginal tape. It was reported that the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and other. It was reported that patient underwent laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy on (B)(6) 2006 and mesh operative with lysis of adhesions, hysteroscopy, dilation and curettage, novasure endometrial ablation on (B)(6) 2006. It was also reported that the patient underwent transvaginal excision of transvaginal tape on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2010 by dr. (B)(6) at (B)(6).